Event description:
A report was received that the patient¿s leads had high impedances. The patient underwent a procedure wherein the leads were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Sc-2218-50 (sn (B)(4)). The complaint was confirmed. The lead has six fractured cables at the bent/kinked section of the lead body, 1 cm from the clik anchor set screw mark. There are no exposed cables. Sc-2218-50 (sn (B)(4)). Device evaluation indicated that the lead passed visual, electrical and photographic imaging tests performed. The lead exhibits normal characteristics.

Event description:
A report was received that the patient¿s leads had high impedances. The patient underwent a procedure wherein the leads were replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively